Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the date that the catheter problem was first notices was unknown. The catheter revision was performed on (B)(4) 2018. The catheter problem that led to the catheter revision was unknown. Patient symptoms related to the catheter problem that led to the catheter revision were unknown.the catheter problem that led to the catheter revision was resolved. No further information was available. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that a catheter revision was performed. The catheter problem that led to the revision was not mentioned. The date of the problem or revision were not mentioned. No patient symptoms related to the device or therapy were reported. No further details were provided. No further complications were reported.